Event description:
Low drain volume and a system error 2240 message appeared on the display of the home pt's homechoice machine during the initial drain cycle of the home pt's automated peritoneal dialysis therapy. The home pt's family member reported that two pt extension lines were used and that the one unused supply line was clamped and capped off during therapy. The home pt's familiy member reported that the successful completion of the prime cycle was not confirmed before the home pt's transfer set was connected to the pt extension line of the homechoice set. Baxter's technical service center assisted the home pt's family member in ending therapy and instructed the home pt's family member to start over with all new supplies. The home pt's family member reported that after speaking with the technical service center, they continued therapy with the same supplies, closed the home pt's transfer set and went through the prime cycle. The home pt's transfer set was then opened to go into the initial drain cycle and a system error alarm occurred, per the home pt's family member. Baxter's technical service center assisted the home pt's family member with ending therapy. The home pt's family member reported that therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.